Event description:
It was reported that during a wedge resection procedure after firing the device, the doctor found staples were malformed. Another device was used to complete the case with no patient consequence.